Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener did not fixated firmly and failed to penetrate the tissue. The subject device is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The loose fasteners received with the device confirmed the reported event that the device failed to fixate. Evaluation of the sample is inconclusive as the device was received with all 15 fasteners having been deployed prior to the sample return. Functional and simulated use testing could not be performed. No manufacturing anomalies were found. A definitve root cause as to why the fasteners did not fixate in use could not be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic tapp procedure using sorbafix enhanced fixation device the trigger pull felt loose, and fasteners did not fire properly. Reportedly, the fasteners did not penetrate the tissue, and the loose fasteners were removed from patient's body. Another device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener did not fixated firmly and failed to penetrate the tissue. The subject device is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic tapp procedure using sorbafix enhanced fixation device the trigger pull felt loose, and fasteners did not fire properly. Reportedly, the fasteners did not penetrate the tissue, and the loose fasteners were removed from patient's body. Another device was used to complete the procedure. There was no patient harm or injury.